Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hyperglycemia, with continuous glucose monitor and glucometer readings up to 400 mg/dl, persisting for hours despite frequent pump-delivered correction doses; the user reported no meal to account for the event and used an inset infusion set on the abdomen, with no visible set failure noted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no findings, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.